Manufacturer narrative:
Reboot resolved the issue; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to incomplete shutdown; resolved by reboot on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.